Event description:
Found during testing. It was reported that the device would not deliver energy. There was no pt involved with the reported incident.

Manufacturer narrative:
Physio -control evaluated the device and observed that it would not deliver energy, physio replaced the power conversion pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.